Event description:
In this event a doctor reported an estylus 1:5 attachment was leaking water. However, while being tested in our repair facility on (B)(6) 2015 the attachment overheated. There was no injury or intervention.

Manufacturer narrative:
Functional quality testing was not performed since the attachment stopped working post production testing. An actual temp reading was not captured as the attachment stopped working post production testing. A root cause as to why this situation could have occurred could be determined based on qual observation. Both bearing failures, free roaming ball bearings most likely created friction within the head which resulted in temperature increase. Gear function was also compromised inside of the head of which is evident from the significant wear on the teeth of the gears.